Event description:
Event description guidant received information that this implantable endocardial lead measured increasing rate/sense channel impedances over the last two months. Currently, the impedances are out-of-range. Thresholds are normal and there is no noise on the electrograms. Shocking and atrial lead impedances are normal. This patient had one episode of nonsustained venticular tachycardia that was appropriately sensed.